Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 55-382 (mg/dl). Customer addressed low bg by consuming a soda and candy. Customer then experienced an elevated bg level which was addressed by a manual correction and using alternative back-up therapy. Recommendation was made to discuss pump settings with health care provider.